Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (392 mg/dl), and large ketones. Customer stated they believe their infusion set they are currently using is not the best fit for them. Customer changed the site, drank water, and delivered a correction bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.